Event description:
It was reported the patient's system exhibited high impedances during the permanent implant. Further troubleshooting revealed the extension displayed high impedance values. As a result, the extension was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.